Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
During initial implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed, and no abnormalities were observed. The rv lead was explanted and replaced to resolve event. The patent was stable.